Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 238 mg/dl. The customer was very dissatisfied at the constant inaccurate readings the sensor provided. The customer also complained that the battery life was always low even after installing new batteries in the pump. The customer's insulin pump will be replaced due to the low battery life. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.